Manufacturer narrative:
Additional narrative: the investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent for an unknown surgery. During the surgery, the surgeon found that the tip of the screw was deformed, and he didn¿t use the screw. The surgery was completed successfully without any surgical delay. There were no patient consequences. . This complaint involves one (1) device. This is report 1 of 1 for (B)(4).

Event description:
Patient outcome is reported as stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional device product codes: gwo, gxr. H3, h6: a product investigation was conducted. Visual inspection: the tip of the received self-drilling screw is flattened. Otherwise is the screw in a good condition. Dimensional inspection: the relevant dimensions cannot be verified anymore due to the deformation of the tip. Drawing/specification review: the relevant drawing was reviewed to compare the tip on the drawing with the tip of the received device. Based on this comparison it can be confirmed that the tip of the received screw is flattened. The matrixneuro instructions for use was reviewed and following for this complaint possibly relevant precaution was identified: place the 1.5 mm self-drilling screw perpendicular to the bone at the appropriate plate or mesh hole. Investigation conclusion: the complaint is confirmed as the tip of the self-drilling screw is deformed as complained. During the performed evaluation no manufacturing related issue could be identified. The microscopic view of the damaged tip has shown that the surface has a shiny appearance and that the surface was deformed in clockwise direction. This indicates that the damage was caused post-manufacturing. Based on the provided information the exact cause of this occurrence cannot be defined, it can only be assumed that a mechanical overload during the insertion did lead to the flattening of the tip. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 04.503.104.04s , lot: 40p3779 , manufacturing site: bettlach, release to warehouse date: 07 feb. 2020, expiry date: 01. Jan. 2030. A manufacturing record evaluation was performed for the finished device with lot number 40p3779, and no non-conformances were identified. The review has shown that the device was made out of unsterile part 04.503.104.20 whit lot 25p0634. Manufacturing location: monument, manufacturing date: 06-nov-2019 , part number: 04.503.104.20, ti matrixneuro screw self- drilling 4mm, lot number: 25p0634 (non-sterile) , lot quantity: 340. Production order traveler met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed because the reported complaint condition of ¿tip of the screw was deformed¿ does not indicate breakage of the screw. Therefore, review of the raw material would not be pertinent to the reported complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.